Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited impedance over 200 ohms on the superior vena cava (svc) portion of the lead. A possible fracture was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the rv lead was explanted and the lead was torn and fractured during the explant. It was noted that the distal coil portion of the rv lead was left implanted in the patient. The patient is a participant in a clinical study.